Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced an infusion set leakage due to kinked cannula event on (B)(6) 2025, resulting in elevated blood glucose level, with a peak of 400mg/dl. Due to kinked cannula, the patient developed hyperglycemia and symptoms including malaise, nausea, and vomiting on (B)(6) 2025 and was treated with to multiple daily injections (mdi). Upon removing the infusion set, the cannula was found bent. The patient subsequently went to the emergency room on (B)(6) 2025 for dehydration. No further information available.